Event description:
Patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.9 inr. Another test on the coaguchek xs system after the lab result also returned a result of >8.0 inr. Based on the lab result, the doctor had the patient hold his coumadin dose for that night and the following night and then take half a pill for the following 2 days. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.